Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that on withdrawal, the balloon got stuck in the 6f sheath (recommended size), and snapped. The introducer sheath and balloon had to be removed. Nothing was left in the patient. A new introducer had to be introducted and afterwards the patient complained about pain & bruising.